Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for about three hours and upon removal the string pulled out of the tampon leaving the tampon inside. She was able to remove the tampon and did not seek medical assistance.